Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Further information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient stopped charging their device in accordance to manufacturer guidelines for two years. In turn, the ipg stopped communicating with external devices, deeming it inoperable. Surgical intervention may be pending.